Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented for lead explant due to high, out of range, high capture threshold. Pacing lead impedance measurement was stable and in range and no noise was found on the lead. Patient was asymptomatic. The lead was explanted and a new lead was implanted. Patient is stable post procedure.